Event description:
A journal article was submitted detailing a study which assessed predictors of in-stent restenosis in patients with long segment superficial femoral artery (sfa) disease and hypothesized that pre-procedural ultrasound assessment would predict in-stent restenosis. 243 patients were included in the study. Medtronic¿s everflex self-expanding stent was amongst the devices used. During a median follow-up duration of 17.5 months, 174 cases of isr were detected including 86 cases with restenosis and 88 cases with re occlusion. The cumulative freedom from >50% isr at 3, 6, 12, 24, and 36 months was 95.3%, 78.3%, 56.0%, 30.6%, and 15.9%, respectively. During follow-up, there were 18 patients in whom a stent fracture was detected. The authors concluded pre-procedural color duplex ultrasonography (cdu) evaluation is helpful for the selection of appropriate candidates for sfa stent placement. Cumulative lesion length ¬ 25 cm, plaque calcification, poor distal runoff, and chronic renal failure independently predicted isr.

Manufacturer narrative:
Title: pre-procedural color duplex ultrasound evaluation predicts restenosis after long-segment superficial femoral artery stenting author: gao m., hua y., jia l. Journal: vascular year: 2022 vol/issue: 30(1) ref: 10.1177/1708538121992590 age or date of birth: average age, sex: majority gender. Date of event: date of publication medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.